Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the device worked for a couple of years and then the doctor switched her from oxybutynin to vesicare. Again, that worked for a while. However, after a while of tolerating less than 75% effectiveness and many trips to see her doctor, the patient turned the device off and just relied on the vesicare. She then got tired of relying on depends and went back to her urologist, who advised her to try the new and improved device or to try botox. She ended up getting the device replaced. The patient's indications for use were urinary dysfunction and sacral nerve stimulation. The cause of the loss of effect and if there were any related device issues was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.